Event description:
Caller reported tandem mobi cartridge alarm. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.